Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 180 units of insulin. Reportedly, the customer reloaded the existing cartridge and resumed insulin delivery. Additionally, it was reported that air bubbles were observed within the infusion set tubing. The customer changed the infusion set supplies to address the issue. Customer's blood glucose level was 115 mg/dl.